Event description:
It was reported that during a surgery unrelated to a patient's implanted pacemaker, the pacemaker was not responsive to the application of a first magnet. Another magnet was used and device was still unresponsive, but it was responsive to the application of the first and second magnets, together. No patient complications were reported due to this event. The system remains in use.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.